Manufacturer narrative:
Method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports #: 1627487-2012-05626, 05627. The pt had an ipg, four leads (from the same lot) and two extensions (from the same lot) for off-label use. It was reported the pt's scs sys was explanted due to an infection. The explant date is unk at this time. Sjm became aware of the infection and explant on (B)(6) 2012. The infection was treated with IV antibiotics and has cleared.